Manufacturer narrative:
The femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. This device is used for treatment. (B)(4). This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, the prosthesis was found to have packaging adhered to it after removing the outer packaging. The surgery was completed with another device.